Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. The reported event of helix mechanism was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and by applying torque directly to the connector pin, the helix could be extended and extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that patient's atrial, right ventricular (rv) and left ventricular (lv) lead was dislodged and exhibited loss of capture. It was also noted that patient's pacemaker was migrated. During lead revision procedure it was noted that the helix of atrial and rv lead was failed to extend. The atrial and rv lead was explanted and replaced. The device and lv lead was successfully repositioned on (B)(6) 2024. The patient was stable.